Manufacturer narrative:
Device 3 of 6.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula fell off during use. The event occurred within the last two to three weeks, exact dates unknown but stated to capture 14-mar-2024 as event date. The patient blood glucose level was monitored with unknown specific value. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.